Event description:
It was reported that this system was explanted due to erosion and infection. During the explant procedure the electrode was difficult to remove due to adhesion. The electrode was successfully removed by using a dilator sheath. There were no additional adverse patient effects.